Event description:
I had lasik surgery to correct my distance vision. I had perfect reading vision. I wanted to no longer need contacts or glasses while I was out walking or driving. The surgery seemed to go smoothly, but I have had excessive dry eye problems as well as night vision halo problems when driving, and I need reading glasses all the time. My eyes also tear up and run down my face if I step into cold weather. I must use lubricating eye drops all the time.